Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The clinic manager (cm) confirmed the reported event during followup and provided additional information. The event occurred approximately 10 minutes after the initiation of treatment. The blood leak was visually observed coming from the header of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 800 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
(Plant investigation - changed to indicate confirmation of reported issue) plant investigation: the complaint sample was not returned for manufacturer evaluation. However there were three photographs provided. The first photo shows the product label of the dialyzer and there is blood on the label. The second photo shows the same dialyzer from a different angle and there appears to be blood in the threads of the header on the top side of the label. The third photo shows blood on the floor and on the bottom of the machine. There is no obvious damage noted on the dialyzer or evident cause for the blood leak. The potential cause of an internal and an external blood leak to occur is an incomplete seal in the potting material; however, there may be separate causes of the internal leak and external leaks such as fiber fragments or cracked header caps. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related, and cracks may occur from rough handling of the product; however, without an examination of the sample it is unknown. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The clinic manager (cm) confirmed the reported event during followup and provided additional information. The event occurred approximately 10 minutes after the initiation of treatment. The blood leak was visually observed coming from the header of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 800 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. However there were three photographs provided. The first photo shows the product label of the dialyzer and there is blood on the label. The second photo shows the same dialyzer from a different angle and there appears to be blood in the threads of the header on the top side of the label. The third photo shows blood on the floor and on the bottom of the machine. There is no obvious damage noted on the dialyzer or evident cause for the blood leak. The potential cause of an internal and an external blood leak to occur is an incomplete seal in the potting material; however, there may be separate causes of the internal leak and external leaks such as fiber fragments or cracked header caps. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related, and cracks may occur from rough handling of the product; however, without an examination of the sample it is unknown. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The clinic manager (cm) confirmed the reported event during followup and provided additional information. The event occurred approximately 10 minutes after the initiation of treatment. The blood leak was visually observed coming from the header of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 800 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.